Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the right ventricular (rv) lead was implanted and connected to the device, t-wave oversensing (twos) was seen on the lead after ventricular pacing and ventricular sensing. The lead remains in use. No patient complications have been reported as a result of this event.